Event description:
Customer reported a malfunction with the pump, specifically malfunction code "malf 1;¿ the device could not be reset. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer will use multiple daily injections (mdi) as a backup therapy, and a replacement pump with updated software was sent by technical support after confirming the shipping address. Technical support also provided instructions for putting the old pump in storage mode, steps for setting up the new pump, and directions for returning the malfunctioning device.